Event description:
There was no pt involved in this incident, however, customer states that internal battery does not hold charge for more than two hours, although a battery was previously replaced. The ventilator immediately switches from 'low battery alarm' to 'shutdown' with a minute. Customer feels that the ventilator did not provide enough time after 'low battery alarm' to shutdown."